Event description:
It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. The target lesion being treated was located in the very tortuous left main (lm) to the left anterior descending (lad). The lesion was almost a 90 degree bend from the lm to the lad. The vessel was predilated with a 2.5 and 3.0mm unknown balloon. The physician deployed a 4.0x16mm promus element plus stent at 24 atms and a dissection occurred. The dissection was subsequently covered with a 4.0x12mm promus element plus stent which was deployed at 20 atms. The stent was fully expanded. Residual stenosis was 0%. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).